Event description:
This is filed to report patient death. This research article was a case study of a very elderly patient who underwent a mitraclip procedure for refractory heart failure caused by mitral valve prolapse. Complications identified in the study included: heart failure, intervention, hospitalization, recurrent mitral regurgitation and death. In conclusion, the patient improved to the extent that it was possible to live in the facilities, but further research is needed on heart failure control for long term prognosis. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of death and date of event are estimated dates. The UDI number is not known as the part and lot number were not provided. The additional patient effects reported in the article(s) are captured under a separate medwatch report. Article titled "a case of very elderly patient undergoing mitraclip for refractory heart failure due to mitral valve prolapse".

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on the information reviewed and due to the limited information available from the article, the cause of the reported death was unable to be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use is known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. B2, b3, d6: dates estimated. D4: the UDI number is not known as the part and lot number were not provided. Attachment: article titled, "a case of very elderly patient undergoing mitraclip for refractory heart failure due to mitral valve prolapse."